Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref.: 3004936110-2018-00867. It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
During analysis, both methods of simulating taking a reading were confirmed to produce error #5. The error #5 condition was manually reset in the configuration files, and the error did not reappear. Evaluation of the compact flash revealed incorrect operating speed settings, which was concluded to be the cause of the reported error.